Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Additional findings not related to the malfunction/issue was another system error involving the proximal press sensor. The part was replaced to address this issue. After replacing the parts on the device, a system test was performed, which passed on the device.